Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for ketones, vomiting, and diabetic ketoacidosis, with a blood glucose reading of 22.5 mmol/l. The customer's doctor stated that the customer was using a silhouette infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.